Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2011. During the procedure, the locking ring was damaged after trailing and the acetabular liner implant could not be placed in the cup. The acetabular cup was removed from the patient and the surgeon reamed the bone to implant a larger sized acetabular cup. This event is being reported due to the delay in the procedure; however, device was confirmed to meet specification.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "prior to seating the liner into the shell component, all surgical debris (tissue fragments, etc.) Must be removed from the interior of the shell component, as debris may inhibit the locking mechanism from engaging and securing the liner into the shell component." Dimensional evaluation of the locking ring could not be performed due to the damage sustained during the procedure; however, the acetabular cup and associated acetabular liner were evaluated and found to meet specification. The user facility was notified of the event on (B)(4), 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4), 2011.